Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of redp0012 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that this patient from hematology department had a PICC catheter placed on (B)(6) 2019 for chemotherapy. The catheter had been maintained in this hospital when it was in the body of this patient who was conscious and cooperated highly. During the re-treatment in this hospital on (B)(6) 2019, seepage was found from the puncture site. A check found this occurred at the catheter part above the puncture site. Therefore, removed part of the catheter, trimmed it, and re-connected with an extension tube. No other injuries were caused since this was discovered timely.